Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, it was noted that the right atrial lead exhibited noise. No intervention had been reported. No patient symptoms were reported.